Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scarring occurred on the image. A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the costumer could not be detected. However, the most probable cause of the additional malfunction identified during investigation traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the image blacked out momentarily or the brightness of the image decreased. The issue occurred during setup of the device. There was no patient involvement.